Event description:
This is a case report received by baxter (B)(4) from a nurse. It was reported that a male patient, who dialyzed at home, experienced difficulties connecting a baxter ultraviolet (uv)-flash solution transfer set to the uv flash machine. According to the reporter, there was a bad connection between the set and the dianeal bag, coupled with a misspiking. The spike was found twisted. The reporter stated the machine has been reviewed within the center (by their biomedical team) and no issue was found, the machine is still used by the patient. According to the reporter, the patient went to the hospital in order to change his transfer set. The nurse reported a peritonitis risk due to the set change. The reporter confirmed that there was no medication nor additional hospitalization for the patient. There was no profilaxic antibiotherapy performed on the patient. There were no clinical consequences reported for the patient. The sample is not available for analysis.

Manufacturer narrative:
(B)(4). There was no sample available for evaluation, so the complaint was not confirmed. The lot number is unknown therefore a batch review was not performed. A follow-up MDR will be submitted if additional information is obtained. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. (B)(4).